Event description:
The customer reported to olympus there was a malfunction of the switches on the evis lucera elite gastrointestinal videoscope. There is a poor response of the freeze and release buttons, and sometimes the buttons move in opposite direction to the one that was pressed, and it feels like a cross-circuit. There were no reports of patient harm associated with this event. The device was returned and evaluated, and there was foreign matter in the air/water supply cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were not confirmed. Other findings include the following: water tightness was lost due to a pinhole in the universal cord; the connecting tube had a dent; the up/down knob had corrosion; the universal cord was sticky; the scope connector was dirty due to water leakage; the adhesive on the bending section cover had a chip; the play of the up /down knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the connecting tube had a wrinkle. The following components had a scratch: scope connector cover unit, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, right/left knob, control unit, scope connector, protector of the universal cord on the scope connector side, universal cord, and the up/down knob. The following components had discoloration: forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, connecting tube, and the control unit. Follow up regarding reprocessing of the device was performed. The customer cleaned, disinfected and sterilized the product before sending back to olympus. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water channel was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed in the air/water supply cylinder was found to be air/water valve packing material, the result of deteriorated/swollen packing material due to the adherence of silicone oil, etc., and detaching from the shaft of the valve. A definitive root cause of the material adhering to the air/water supply cylinder could not definitively be determined, as there was no device deformation observed that could contribute to the retention of foreign material, however, it is possible that the issue was the result of the facility device reprocessing not being performed in accordance with the IFU. Olympus will continue to monitor field performance for this device.